Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with a pacemaker experienced extreme pain on the device site and suspected device depleting prematurely. The patient was advised to continue normal device follow-up and monitoring. To date, this device remains in service. No adverse patient effects were reported.